Event description:
A report was made about an unspecified wake button issue, but the customer declined further troubleshooting. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.